Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and found the power supply defective. Repair has not been done yet. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer the cs100 intra-aortic balloon pump (iabp) was not powering on. There was no patient involved and there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the motor controller pcb (0671-00-0004)), after which as autofill failure occurred. The fse replaced the blood detect tubing (0008-00-0312), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.